Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump, ensuring it had updated software. The customer agreed to use multiple daily injections as a backup therapy to ensure continued insulin delivery.